Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected in the pyriform fossa with 0.3ml juvéderm® voluma¿ with lidocaine. The patient was concomitantly injected with botox®. Approximately one week later, the patient experienced "edema, nodule and pain in the applied area." Two days later, the patient was treated with hyaluronidase. The following day, the patient was treated with corticosteroid tms vo. Three days later, the patient was treated with chronocorteroid retard im. Five days later, the patient was treated again with hyaluronidase. An ultrasound was performed. Symptoms are ongoing/unresolved.